Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 6 years since the subject device was manufactured. Based on the investigation results, it is presumed that the event may have occurred when user performed angulation with excessive force. We could not conclusively specify the root cause of the suggested event. By following the IFU's description, the user may be able to prevent such an event. Operation manual_ insertion_ angulation of the distal end caution: avoid forcible or excessive angulation as this imposes stress on the wire controlling the bending section. This may cause stretching or tearing of the wire, which could impair the movement of the bending section. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited a detached angle wire. There were no reports of patient involvement.